Event description:
It was reported the patient had an ipp implanted for 11 years that subsequently failed mechanically and remained nonfunctional for approximately 6 months prior to being revised. At the time of the revision, the cylinders and pump were removed without difficulty. As the device was over 10 years old, the surgeon elected to replace the reservoir as well. A significant amount of scar tissue encapsulated the reservoir. A counter incision was made over the area of the inguinal canal. Upon opening the space to deliver the reservoir, there was a sudden onset of significant venous bleeding. A large branch of the external iliac vein, most likely the external superficial pudendal vein was identified. The vein was secured and repaired. The preexisting pseudocapsule was gently dilated and found to accommodate the reservoir. The new prosthesis was placed in continuity and found to be functional with no subsequent complications.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Literature article: levine la and hoch mp. Review of penile prosthesis reservoir: complications and presentation of a modified reservoir placement technique. J sex med 2012;9:2759-2769.